Manufacturer narrative:
Device evaluation of electrode belt (B)(6) has been completed. The reported problem (¿add gel/replace belt¿ messages, damaged cable or wires exposed) was confirmed due to the electrode belt¿s distribution node (dn) to rear te cable being severed, damaging all wires within the cable. The belt was unable to pass falloff or detect and treat testing. The root cause of the physical damage to the severed cable was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "add gel/replace belt" messages and the belt had a damaged cable or wires exposed.